Event description:
The hospital staff reported to baxa that they observed the baxa micromacro 23 compounder (mm23) physically pumping sodium acetate when sodium chloride was expected to pump. It was determined that the cause of the issue was that the "ndc#" field in the "ingredient detail" section of the abacus formulary contained the ndc for sodium acetate. The compounder software is designed to select the ingredient to pump based on the ndc code entered in the order-entry software. The correct ndc for sodium chloride was entered and the issue was corrected. A site visit was conducted at the hospital by baxa associates to verify that the abacus order-entry software currently in use was appropriately configured relative to ndc identifiers in the software's formulary. All ndc's associated with ingredients in the mm23's formulary were found to be accurately assigned in abacus. The hospital reports that no patient injury, illness, medical intervention or change in therapy occurred as a result of this issue.

Manufacturer narrative:
Results: based on an evaluation of the documentation associated with this event and an evaluation of the baxa products involved, it can be concluded with certainty that: the unintended delivery of sodium acetate resulted from its ndc inappropriately being entered in the "ndc#" field in the "ingredient detail" section in the abacus formulary for the ingredient sodium chloride. By correcting the ndc for sodium chloride in the abacus formulary, the issue was resolved. The abacus order-entry software, the mm23 software, and the mm23 compounder functioned as designed and without malfunction. This error was introduced as a result of incorrect manual entry of the ndc code for sodium chloride. In order to prevent a reocurrence of this type of issue, a CAPA has been initiated to add a verification of ndc codes in abacus vs. Compounder software prior to the completion of a compounder or software installation.